Manufacturer narrative:
Concomitant medical products: addrl1, ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting oversensing of noise on the electrogram. The noise did not appear to affect device function and programming changes were not requested. The lead remains in use. No patient complications have been reported as a result of this event.